Event description:
It was reported the patient (B)(6) lost stimulation approximately eight months ago. The issue began following a car ride in which the patient experienced considerable movement. A diagnostic test did not reveal any issues with respect to impedance. Reprogramming was performed in an effort to resolve this matter; however, the resulting stimulation was described as a burning sensation at the ipg pocket. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.